Event description:
It was reported by service report that the footboard was missing the fower/gatch modules. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - footboard missing the fower/gatch modules.